Event description:
A 3.omm diameter x 18mm length ave gfx stent was inserted and placed across the target lesion in the left anterior descending artery. Upon attempt to inflate the stent delivery system, the balloon did not expand. It is not known how the target lesion was treated, and there was no add'l clinical sequelae reported relative to the event.